Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is dramatically bent and twisted. No ts or suture were returned for examination. Functional assessment is prohibitive due to the bent needle. Reported t2 non-deployment cannot be confirmed. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during a meniscal repair procedure, after t1 was deployed, t2 failed to deploy. When t2 failed to deploy hip cutter was used to destroy free ts, which then were sucked by negative pressure. Then the surgeon examined the t1, which was firmly fixed behind the angle of the lateral meniscus. Another smith-nephew fast-fix was used and the surgery was completed successfully. No surgical delay or patient injuries reported.